Manufacturer narrative:
The device was tested on site and the log file was analyzed in the course of investigation. The logged error entries reproduced the reported warmstart and indicate an isolated deviation in relation to the hspv mixer cartridge which potentially caused an excessive power consumption and a breakdown of the supply voltage. In addition an error related to the graphic controller has been logged that is most likely a consequential error. The last errors in the log file can be attributed to testing that was performed on 06/11/17 with a test lung where the restarts could be reproduced in one case. The software was then reinstalled to correct a potential malfunction of the software. No malfunction could be identified during later testing. An endurance test of the device was performed at the customer site and did not show any new deviations. The device behaved as specified to a detected deviation and performed warmstarts in an attempt to solve the issue. In this case the emergency-breathing valve would open to allow for spontaneous breathing and audible and visual alarms are generated in order to inform the user about the status of the device. If the warmstart fixes the problem the device continuous ventilating patient with the previous setting.

Event description:
It was reported by the user that the unit was switching off/on when it was connected to the patient. No injury reported.